Manufacturer narrative:
Conclusion: the valve remains in the patient. Images were provided to medtronic for review. Per the image review, there were no valve load checks for this event. The imaging provided confirmed the first valve system was deployed to 100% and is deep in position. A post-implant balloon aortic valvuloplasty (bav) was attempted. A second system was deployed inside the first system in a shallower position and the angiogram confirmed there was no paravalvular leak (pvl). Potential factors that can influence a dislodge include tension applied on the delivery catheter system (dcs) during positioning, calcification levels and compliance of the native anatomy, user technique and a number of others. Based on the information available, the root cause of the dislodgement event cannot be determined. In addition, paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. In this case, the pvl most likely was due to sub optimal position of the valve after the valve dislodged to the left ventricle at a depth of 12mm. The device history record (DHR) was reviewed and showed that this device met all manufacturing specifications for final product released for distribution. No issues were identified that would have impacted this event. This event does not indicate device misuse or malfunction. H6-updated eval method, eval result and eval conclusion codes medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that a pre-implant balloon aortic valvuloplasty (bav) was performed. No adverse patient effects were reported. Updated section a.4. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, upon final release, the valve dislodged to the left ventricle at a depth of 12 mm resulting in moderate ¿ severe paravalvular leak (pvl). A post-implant balloon aortic valvuloplasty (bav) was performed and a second valve was implanted which resolved the pvl and aortic stenosis. No additional adverse patient effects were reported.